Event description:
It was reported by canada that during a femoral nailing distal locking surgical procedure, it was discovered that the radiolucent drive mark device ¿bevel gear inside seems to slip when forced¿. It was further reported that the device was ¿still usable when not forced¿ but had less torque. There were no delays to the planned surgical procedure. A spare device was not available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the locking pins inside the sliding sleeve assembly were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.